Manufacturer narrative:
Returned device was received in poor physical condition with wear and tear to the drain fitting, enclosure, water tank cover, front cover, and line cord. During the evaluation of the device, there was leaking from the water tank cover and the complaint was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There was no injury and no adverse reported events.